Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump had withheld insulin throughout the day and then delivered all at once to the customer. Customer was unable to find evidence of this in the pump's history. Customer's blood glucose level was in the 300's mg/dl range. No additional details could be recalled by the customer. Tandem quality engineer reviewed the pump data and found that the average total daily insulin dose for the user between (B)(6) 2018 to (B)(6) 2018 ,was 57.01 units per day. There were no low bg events observed in the logs as would be expected with a large over-delivery of a full day¿s worth of insulin. There were no events observed in the pump logs that could support that the device over delivered insulin.